Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was inappropriate shocked. The right ventricular (rv) lead was found dislodged. A fluoroscopy was performed and it was noted that the helix was retracted. The helix was extended and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.